Event description:
The following information was received from (B)(4) and is a spontaneous report from a consumer in (B)(4) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis, which resulted in hospitalization on (B)(6) 2011. The cause of the peritonitis was unknown and treatment for the event was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering and therapy with dianeal was ongoing. The consumer did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j18116, h11i07060, and h11h05090. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.